Event description:
Pt had inflatable penile prosthesis inserted in 1988. Per md h & p was revised in 1989. Has been doing well until 1 month ago when prosthesis began not to function. Per md, reservoir is empty when pump is completely deflated. Admitted for removal and re-insertion.